Event description:
It was observed during the device evaluation that the camera head exhibited flooding of cable and imaging section. The image had become blurred. There was no patient involvement.

Manufacturer narrative:
E3: non-health care professional; e2-no (noting due to system limitation) the device was returned to olympus for evaluation. The device evaluation found flooding of cable and imaging section and the images become blurred due to flooding of the image pickup area. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Since the device was manufactured more than 15 years ago, the device history record was unable to be reviewed. This issue is addressed in the instructions for use (IFU): endoscope image disappearance and freezing (warning) ¿do not strike or drop the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.